Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: implanted defibrillator. Therapy date: unknown. Medical product: cam boot. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced tingling from using the bone healing system (bhs). The patient was treating a second metatarsal fracture on her right foot. The patient has an implanted defibrillator. The patient stated that within two minutes of using the bhs unit, the patient experienced some tingling. The patient took the unit off immediately. The patient reached out to their cardiologist. The cardiologist requested a reading of the patient's defibrillator implant. The cardiologist advised that there were no episodes. The patient scheduled an appointment and was switched to a different device for treatment. The patient has reported that she is doing well with the different device. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. D10: device availability added. D11: medical product: biomet ebi bone healing system sflx 2 coil catalog#: 1068226 lot#: 20063. D11: therapy date: unknown. G4: date received by manufacturer added. G7: type of report. H2: follow up types h3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: method code updated to 10: testing of actual/suspected device. H6: method code updated to 3331: analysis of production records. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established. H10: additional narratives / data.

Event description:
It was reported that the patient experienced tingling from using the bone healing system (bhs). The patient was treating a second metatarsal fracture on her right foot. The patient has an implanted defibrillator. The patient stated that within two minutes of using the bhs unit, the patient experienced some tingling. The patient took the unit off immediately. The patient reached out to their cardiologist. The cardiologist requested a reading of the patient's defibrillator implant. The cardiologist advised that there were no episodes. The patient scheduled an appointment and was switched to a different device for treatment. The patient has reported that she is doing well with the different device. It was reported that no further information is available.